Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported hub separation was confirmed. The cause of the hub separation could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for this deficiency. Based on the available information for this lot, there is no evidence to suggest that the device issue is related to the manufacturing process.

Event description:
It was reported that after post-dilatation in the mid left anterior descending coronary artery, the inflation device was being disconnected from the nc trek balloon dilation catheter (bdc) and the hub (inflation port) detached from the proximal shaft in a location outside the patient anatomy. No resistance was met when removing the inflation device from the hub. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: analysis of the returned device revealed the hypotube had separated at the distal end of the hub under the strain relief tubing which confirms the reported detachment. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.